Event description:
It was reported that the patient presented to the emergency room with pocket erosion, the implantable cardiac monitor was sticking out of the pocket. The patient did not have an infection. The physician suspected the patient was a potential twiddler. The patient stated, she was experiencing chest pain. The device was explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.